Event description:
It was reported that the patient was referred to the surgeon for low battery. It was then noted that the patient was currently in the hospital due to seizures. No known surgical intervention has occurred to date. No additional relevant information has occurred to date.

Event description:
It was reported that the patient was referred to the surgeon for low battery. It was then noted that the patient was currently in the hospital due to seizures. No known surgical intervention has occurred to date. No additional relevant information has occurred to date.

Event description:
Information was received indicating the believed cause of the seizures was low battery and the seizures were below pre-vns levels.

Event description:
The patient underwent generator replacement. The explanted device has not been received for analysis to date.